Event description:
Patient representative reported unknown side ¿diagnosed with stage iia bia-alcl", "pain, suffering, disability, impairment, disfigurement". Pathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant, chop chemotherapy, radiation therapy.

Manufacturer narrative:
(B)(4). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.